Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was moderately calcified and mildly tortuous. The 2.75x38mm xience xpedition (xx) stent system was advanced to the lesion and implanted; however, a distal edged dissection was noted. A 2.75x15mm xx stent was implanted as treatment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.